Event description:
Related manufacturer reference number: 2017865-2024-04040, related manufacturer reference number: 2017865-2024-04041. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.